Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-op diagnosis: protrusion of lumbar intervertebral disc procedure: lumbar disc removal surgery /bone graft fusion /posterior instrumentation it was reported that intra-op, there was a set screw found slipped and could not be used anymore. No fragments of the implant remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.